Event description:
Customer reported that the screen on the insulin pump is severely scratched. Customer stated that they are unable to read the screen. Customer's current blood glucose reading is 85 mg/dl. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip and severely scratched display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.